Event description:
During an idiopathic ventricular tachycardia ablation procedure with unknown decanav catheter, the patient experienced pericardial effusion treated with pericardiocentesis. The patient was reported to be in stable condition but was sent to the ICU. The physician did not mention what they thought caused the pericardial effusion. Information received indicated that the event was associated with an unknown decanav catheter and the patient was admitted to the cicu (cardiac intensive care unit). The outcome of the event was that the patient's condition improved. The report indicated that during an idvt case, the physician noticed some fluid accumulation, so they checked for a pericardial effusion. The pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was pericardiocentesis. The patient was reported to be in stable condition but was sent to the ICU. The physician did not mention what they thought caused the pericardial effusion. They had not completed any ablation, but the stsf catheter was in the body at the time. Other devices used were ngen generator and carto 3 system. The information received indicated that unfortunately, not much information is available to clarify this adverse event that occurred prior to ablation, likely with the decanav. No ablation occurred once the effusion was noticed. The physician did not fault the j&j equipment or carto. The physician¿s opinion on the cause of this adverse event was that the left ventricle was perforated after going retrograde aortic. The physician did not blame the event on anything catheter or carto related. The other relevant history/preexisting condition was idiopathic ventricular tachycardia. The catheters exchanges were decanav exchanged for stsf, but it is believed that perforation occurred with the decanav. No transseptal puncture sites were performed during the procedure. The adverse event occurred prior to any ablation delivery. The event occurred during the mapping phase. The flow setting was stsf went in briefly, but it was believed that the perforation occurred before this. The stsf was at low flow setting. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. The color option used prospectively was average. The visitag module parameters for stability used were range, time, fot (force over time), and tag size.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-mar-2026, the product investigation was completed as the complaint device was not returned. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).